Event description:
The customer stated a (B)(6) result was generated on the axsym (B)(6) assay. A patient generated a (B)(6) index value of 8.416. The sample was centrifuged and retested on the axsym and generated a (B)(6) index value of 8.973 for (B)(6) and was also (B)(6) for rubella igg with a result of 39.7 iu/ml. The sample was tested on two other methods (B)(6) and results were negative for (B)(6). No impact to patient management was reported due to this issue.

Manufacturer narrative:
After further investigation by baxter, it has been determined that mdq-CAPA-(B)(4) does not apply to this report. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with "cannot select channel a". It is unknown where this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). The device has not yet been received for "cannot select channel a". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.